Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device did not respond to any of the front panel control buttons. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) and the customer's report was not replicated or confirmed. The device was put through extensive testing including front enclosure button and functional mode testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no errors or abnormalities related to the customer's report. No trend is associated with reports of this type.